Event description:
It was reported that the right atrial (ra) lead exhibited chronic low p waves. It was also reported that the ra lead exhibited intermittent undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2009. 419478 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.